Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraine"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, migraine, alopecia and fatigue had resolved and the psychological trauma, bladder disorder, urinary tract disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, back pain, pelvic pain, general abnormal bleeding,menorrhagia (heavy menstrual bleeding), psych injury,bladder problems, urinary problems, uti, migraine, hair loss and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) -bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received : case upgraded from other event to incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- general abnormal bleeding, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, uti, migraine, hair loss and fatigue were added. Product indication updated. Essure explant date added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 945069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea. Concurrent conditions included urinary frequency, nocturia, insomnia, constipation, micturition frequency increased, uterine bleeding, cervicitis, endometrial disorder, uterine leiomyoma, paratubal cyst and cystoscopy. Concomitant products included celecoxib (celebrex) since 2008, cetirizine hydrochloride (zyrtec) since 2006, diltiazem hydrochloride (cardizem) since 2006, diphenhydramine hydrochloride since 2006, fluoxetine since 2016, hydrocodone bitartrate;paracetamol (vicodin) since 2008, lorazepam (ativan) since 2017, ondansetron (zofran) since 2014, ranitidine hydrochloride (zantac) since 2006, rizatriptan since 2014 and vitamin b complex (vitamine b complex) from 2015 to 2016. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced nephrolithiasis ("bladder or urinary problems or changes: kidney stones"). In (B)(6)2015, the patient experienced supraventricular tachycardia ("other injury(ies) or complication (s) please describe: svt"). On an unknown date, the patient experienced device dislocation ("migration of essure device location of device"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), tooth disorder ("dental problems"), arthralgia ("hip pain") and discomfort ("discomfort"). The patient was treated with surgery (hyst (full), salping (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, migraine, alopecia, fatigue, vaginal haemorrhage and arthralgia had resolved and the device dislocation, psychological trauma, nephrolithiasis, urinary tract infection, depression, anxiety, tooth disorder, supraventricular tachycardia and discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, discomfort, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nephrolithiasis, pelvic pain, psychological trauma, supraventricular tachycardia, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, back pain, pelvic pain, general abnormal bleeding,menorrhagia (heavy menstrual bleeding), psych injury,bladder problems, urinary problems, uti, migraine, hair loss and fatigue. Date leave began: (B)(6)2013. Date leave ended: (B)(6)2017 intermittently ... Monthly leaves date leave began: (B)(6)2017. Date leave ended: (B)(6)2018. Five coils were noted at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6)2017: negative. Ultrasound pelvis - on (B)(6)2015: impression: 1. Retroflexed uterus shows no fibroids. 2. Endometrial thickness is 7 mm. 3. Minimal free fluid in the right adnexa. 4. Unremarkable bilateral ovaries. No adnexal mass is seen. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs and mr received. Lot number added. New reporters added, plaintiff's information added. New events abnormal bleeding (vaginal), depression, anxiety, device dislocation, tooth disorder, pain in hip, svt, discomfort were added. Medical history concomitant conditions and drugs added. Lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 945069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea. Concurrent conditions included urinary frequency, nocturia, insomnia, constipation, micturition frequency increased, uterine bleeding, cervicitis, endometrial disorder, uterine leiomyoma, paratubal cyst and cystoscopy. Concomitant products included celecoxib (celebrex) since 2008, cetirizine hydrochloride (zyrtec) since 2006, diltiazem hydrochloride (cardizem) since 2006, diphenhydramine hydrochloride since 2006, fluoxetine since 2016, hydrocodone bitartrate;paracetamol (vicodin) since 2008, lorazepam (ativan) since 2017, ondansetron (zofran) since 2014, ranitidine hydrochloride (zantac) since 2006, rizatriptan since 2014 and vitamin b complex (vitamine b complex) from 2015 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced nephrolithiasis ("bladder or urinary problems or changes: kidney stones"). In (B)(6) 2015, the patient experienced supraventricular tachycardia ("other injury(ies) or complication (s) please describe: svt"). On an unknown date, the patient experienced device dislocation ("migration of essure device location of device"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), tooth disorder ("dental problems"), arthralgia ("hip pain") and discomfort ("discomfort"). The patient was treated with surgery (hyst (full), salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, migraine, alopecia, fatigue, vaginal haemorrhage and arthralgia had resolved and the device dislocation, psychological trauma, nephrolithiasis, urinary tract infection, depression, anxiety, tooth disorder, supraventricular tachycardia and discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, discomfort, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nephrolithiasis, pelvic pain, psychological trauma, supraventricular tachycardia, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for: dysmenorrhea (cramping), abdominal pain, back pain, pelvic pain, general abnormal bleeding,menorrhagia (heavy menstrual bleeding), psych injury,bladder problems, urinary problems, uti, migraine, hair loss and fatigue. Date leave began: (B)(6) 2013. Date leave ended: (B)(6) 2017 intermittently ... Monthly. Leaves date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2018. Five coils were noted at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2015: impression: 1. Retroflexed uterus shows no fibroids. 2. Endometrial thickness is 7 mm. 3. Minimal free fluid in the right adnexa. 4. Unremarkable bilateral ovaries. No adnexal mass is seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.